Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that, the wire of 8mm permanent cautery hook (pch) instrument was disconnected at the tip when it was removed out from the box. Additionally, the box was loose and broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken monopolar yaw pulley at the posts. The broken piece(s) measuring approximately 6.27 mm were missing as a result of breakage. The probable root cause of broken pulley is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.